Event description:
It was reported that the tubes under filled after use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: the customer reports that tube didn¿t draw enough volume of blood and asked bd to investigate this issue.

Manufacturer narrative:
H.6. Investigation: bd received 285 samples from the customer for investigation. 20 samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: bk050036. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the tubes under filled after use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reports that tube didn¿t draw enough volume of blood and asked bd to investigate this issue.